Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. It was confirmed that there was an initiation problem of the monitor due to user failure to follow instructions, failing to connect the required cable. The subject device will not be sent back to olympus for further evaluation and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had black image, was unable to capture image. The issue was found during procedure that was completed with the same device. There were no reports of patient harm.